Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary device was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers and towers were failed. The field service engineer inspected the cable connections, and the unit began counting down as if there had been an electrical failure. The fse quickly checked the socket at the back of the power supply, which felt secure, and attempted to reboot the unit, but was unsuccessful. The fse disconnected the power cable and the pyxis cable between the main and auxiliary units did not resolve the issue. However, once the cable linking the main to the auxiliary was fully removed, the main station rebooted without issue. The fse replaced the suspect rear cable with a new one restored full functionality, and all drawer errors cleared. The fse reseated all cable connections securely, successfully reloaded the unit, including the tower and verified the station functionality. The system functioned as intended after the field service engineer repaired the device.